Event description:
On (B)(6) 2006, nellcor puritan bennett received a report where it was claimed that a 8dct tracheostomy tube developed a cuff leak while in use on a pt.

Manufacturer narrative:
The caller reported that the homecare provider keeps inflating the cuff with air for continued use until the replacement is received. At this time, the sample is not available for eval. The reported complaint mode of "cuff leak" is being addressed by CAPA # (B)(4).